Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient had a prolonged course due to cardiac tamponade, pneumonia, gastrointestinal (gi) bleeding, with sepsis requiring a tracheostomy and prolonged ventilation. The patient requested removal of support and they never left the intensive care unit (ICU) and remained on ventilator. Support was stopped on (B)(6) 2017 and the patient expired (B)(6) 2017. The device operated as expected. An autopsy was not performed, and the device was not explanted. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists pericardial fluid collection, infection, bleeding, respiratory failure, sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ outlines how to prevent infection. This section also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a prolonged course with cardiac tamponade and pneumonia with sepsis requiring tracheostomy and prolonged ventilation. The patient requested removal of support after family meeting and did not wish to escalate support. Support was stopped on (B)(6) 2017, and the patient never left the intensive care unit (ICU) and remained on ventilation. Cause of death was reported to be cardiac tamponade, gastrointestinal (gi) bleed and other complications. The patient had a gastroscopy.